Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the device was explanted due to a perforation during implant. The operative report states: "the ascending aorta had patchy calcifications. This made placement of the cannulations quite difficult and placement of the aortic crossclamp also. The aortic valve was trileaflet and heavily calcified extending back into the annulus extensively. There was also extensive mitral annular calcification which extended down from the annulus of the aortic valve on to the anterior leaflet of the mitral valve. There was extensive calcification noted underneath the left main coronary, with requirement for debridement to be able to place the sutures for the first aortic valve replacement. A tear in the annulus must have occurred revealing a through and through perforation with trying to separate from a coronary artery bypass after the first sortie valve. This required very quickly to replace the patient back on cardiac arrest with placement of a crossclamp to avoid ongoing dissection of the perforation. Following removal of the first aortic valve, there was extensive disruption of the annulus below the left main coronary. This was meticulously repaired with a 4-0 pledgeted prolene sutures and then replacement of the 2nd aortic valve suture line to incorporate and help buttress the perforation. At the conclusion, there was a well-seated aortic valve prosthesis with low gradient and no evidence of any myocardial dysfunction." According to the health-care provider, the reason for explanting the device was procedure related and not due to a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was learned that the valve was explanted at implant and replaced with another edwards' device. The reason for explanting the device was not provided. There has been no information suggesting a device malfunction.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information such as the cause of explant, operative report, and device status were provided; therefore, no additional investigation can be performed into the root case of this event. There has been no information to suggest a device malfunction, or a quality deficiency during it's manufacture.